Manufacturer narrative:
A ge service rep performed an onsite investigation. The x-ray tube was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the x-ray tube was arcing rendering the system unusable. There is no report of pt injury.